Event description:
Injection button is not working [device issue]. 32 guage needle used [wrong technique in product usage process]. Case narrative: this initial spontaneous report concerns of events device issue and wrong technique in product usage process in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from the patient¿s husband via telephonic call concerning the above-mentioned adverse events experienced by the patient while on amneal's exenatide injection. On (B)(6) 2026, the patient was being treated with exenatide injection 300/1.2 mcg/ml (ndc: 70121-1685-1, lot no: ap250095a, expiration date: 28-feb-2027 and serial number: (B)(6)). (Dose, route, and frequency was not reported) for an unknown indication. Co-suspect medication, concomitant medication, concurrent conditions, historical condition, historical medication, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2026, the patient received a sealed medication from pharmacy and from the same day she started using the medication by using 32 guage needle and on (B)(6) 2026 while using she observed that the injection button was not working and no medication came out of the injection. She followed all the instructions of how to inject the pen as per package insert and requested for the replacement. Last action taken with exenatide in relation to device issue and wrong technique in product usage process was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and wrong technique in product usage process was unknown. The reporter did not provide the causality for the events device issue and wrong technique in product usage process with exenatide. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.